Event description:
Lv tip to rv coil is> 3000 ohms and lv pacing is off. Possible lv tip fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).